Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator was exhibiting an increase in shock impedance. At this time, it is not known if the shock impedance is out of range. Additionally, latitude data was provided for review. Boston scientific technical services was able to confirm two recorded alerts. There was high out of range pacing impedance measurement in the right atrial (ra) channel, measuring greater than 2588 ohms. In addition, there was high out of range measurement in the right ventricular (rv) shock channel, measuring greater than 149 ohms. Boston scientific technical services recommended additional troubleshooting. The device was tested with a single 41 joule shock and the values in range was 110 to 128 ohms. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to h10 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator was exhibiting an increase in shock impedance. At this time, it is not known if the shock impedance is out of range. Additionally, latitude data was provided for review. Boston scientific technical services was able to confirm two recorded alerts. There was high out of range pacing impedance measurement in the right atrial (ra) channel, measuring greater than 2588 ohms. In addition, there was high out of range measurement in the right ventricular (rv) shock channel, measuring greater than 149 ohms. Boston scientific technical services recommended additional troubleshooting. The device was tested with a single 41 joule shock and the values in range was 110 to 128 ohms. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting an increase in shock impedance. At this time, it is not known if the shock impedance is out of range. Additionally, latitude data was provided for review. Boston scientific technical services was able to confirm two recorded alerts. There was high out of range pacing impedance measurement in the right atrial (ra) channel, measuring greater than 2588 ohms. In addition, there was high out of range measurement in the right ventricular (rv) shock channel, measuring greater than 149 ohms. Boston scientific technical services recommended additional troubleshooting. The patient came in for a follow-up, and the device was tested with a single 41 joule shock to measure impedance and all values were in range from 110 to 128 ohms. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service. Additional information was provided, it was reported that this ICD continues to record high out of range pacing impedance and high out of range shock impedance. The patient performed a successful patient-initiated interrogation and will follow-up in-clinic. The plan is to possibly perform a revision procedure. The patient was seen in-clinic, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ICD remains in-service. Additional information was provided, it was reported that the patient came in for a follow-up, and a lead integrity test was performed. The device livered a 1.1 joule shock and the shock measurement was less than 125 ohms. A second shock was delivered at 41 joule shock and a code 1005 indicative of an open circuit was observed. The physician plans on evaluating the system, perhaps perform a revision and lead explant. No additional adverse patient effects were reported. The ICD remains in-service. No further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Additional information/correction to section h6: evaluation conclusion code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting an increase in shock impedance. At this time, it is not known if the shock impedance is out of range. Additionally, latitude data was provided for review. Boston scientific technical services was able to confirm two recorded alerts. There was high out of range pacing impedance measurement in the right atrial (ra) channel, measuring greater than 2588 ohms. In addition, there was high out of range measurement in the right ventricular (rv) shock channel, measuring greater than 149 ohms. Boston scientific technical services recommended additional troubleshooting. The patient came in for a follow-up, and the device was tested with a single 41 joule shock to measure impedance and all values were in range from 110 to 128 ohms. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service. Additional information was provided, it was reported that this ICD continues to record high out of range pacing impedance and high out of range shock impedance. The patient performed a successful patient-initiated interrogation and will follow-up in-clinic. The plan is to possibly perform a revision procedure. The patient was seen in-clinic, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ICD remains in-service. Additional information was provided, it was reported that the patient came in for a follow-up, and a lead integrity test was performed. The device livered a 1.1 joule shock and the shock measurement was less than 125 ohms. A second shock was delivered at 41 joule shock and a code 1005 indicative of an open circuit was observed. The physician plans on evaluating the system, perhaps perform a revision and lead explant. No additional adverse patient effects were reported. The ICD remains in-service. No further information is available. Additional information was provided, the physician referred the patient to a different hospital for ICD system extraction. The patient has no more indication for ICD. There were no adverse patient effects reported and the ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting an increase in shock impedance. At this time, it is not known if the shock impedance is out of range. Additionally, latitude data was provided for review. Boston scientific technical services was able to confirm two recorded alerts. There was high out of range pacing impedance measurement in the right atrial (ra) channel, measuring greater than 2588 ohms. In addition, there was high out of range measurement in the right ventricular (rv) shock channel, measuring greater than 149 ohms. Boston scientific technical services recommended additional troubleshooting. The patient came in for a follow-up, and the device was tested with a single 41 joule shock to measure impedance and all values were in range from 110 to 128 ohms. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service. Additional information was provided, it was reported that this ICD continues to record high out of range pacing impedance and high out of range shock impedance. The patient performed a successful patient-initiated interrogation and will follow-up in-clinic. The plan is to possibly perform a revision procedure. The patient was seen in-clinic, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ICD remains in-service. Additional information was provided, it was reported that the patient came in for a follow-up, and a lead integrity test was performed. The device livered a 1.1 joule shock and the shock measurement was less than 125 ohms. A second shock was delivered at 41 joule shock and a code 1005 indicative of an open circuit was observed. The physician plans on evaluating the system, perhaps perform a revision and lead explant. No additional adverse patient effects were reported. The ICD remains in-service. No further information is available. Additional information was provided, the physician referred the patient to a different hospital for ICD system extraction. The patient has no more indication for ICD. There were no adverse patient effects reported and the ICD remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting an increase in shock impedance. At this time, it is not known if the shock impedance is out of range. Additionally, latitude data was provided for review. Boston scientific technical services was able to confirm two recorded alerts. There was high out of range pacing impedance measurement in the right atrial (ra) channel, measuring greater than 2588 ohms. In addition, there was high out of range measurement in the right ventricular (rv) shock channel, measuring greater than 149 ohms. Boston scientific technical services recommended additional troubleshooting. The patient came in for a follow-up, and the device was tested with a single 41 joule shock to measure impedance and all values were in range from 110 to 128 ohms. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service. Additional information was provided, it was reported that this ICD continues to record high out of range pacing impedance and high out of range shock impedance. The patient performed a successful patient-initiated interrogation and will follow-up in-clinic. The plan is to possibly perform a revision procedure. The patient was seen in-clinic, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ICD remains in-service. Additional information was provided, it was reported that the patient came in for a follow-up, and a lead integrity test was performed. The device livered a 1.1 joule shock and the shock measurement was less than 125 ohms. A second shock was delivered at 41 joule shock and a code 1005 indicative of an open circuit was observed. The physician plans on evaluating the system, perhaps perform a revision and lead explant. No additional adverse patient effects were reported. The ICD remains in-service. No further information is available. Additional information was provided, the physician referred the patient to a different hospital for ICD system extraction. The patient has no more indication for ICD. There were no adverse patient effects reported and the ICD remains in-service. Additional information was provided, it was reported that the ICD system was explanted and replaced with a resonate system. During the explant procedure, when attempting to extract the ra lead, the lead tip got damaged and was left abandoned in the atrial auricle. The ICD and rv lead were able to be explanted successfully. The procedure was completed, and no additional adverse patient effects were reported. The device and rv lead are expected to return for analysis. The ra lead remains implanted but electronically deactivated and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator was exhibiting an increase in shock impedance. At this time, it is not known if the shock impedance is out of range. Additionally, latitude data was provided for review. Boston scientific technical services was able to confirm two recorded alerts. There was high out of range pacing impedance measurement in the right atrial (ra) channel, measuring greater than 2588 ohms. In addition, there was high out of range measurement in the right ventricular (rv) shock channel, measuring greater than 149 ohms. Boston scientific technical services recommended additional troubleshooting. No adverse patient effects were reported. This device remains in service.